Manufacturer narrative:
Per the clinic, the patient underwent an explant surgery on (B)(6) 2013. The procedure revealed dislodgment of the internal magnet. The dislodged magnet was put back into place during the same procedure and intra-operative testing provided proper response. No further issue were reported and the patient resumed use of the device. The implant stayed in-situ at all times. This report is filed (B)(4) 2013. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.